Event description:
The patient was undergoing an MRI of the c-spine with and without contrast. Near the end of the exam the the MRI unit gave an "x,y,z gradient error". The unit was shut down and restarted without success in clearing the error. No patient harm. The vendor was notified. Gradient coil had to be replaced.======================manufacturer response for ge MRI hd xt 1.5 tesla, ga MRI hd xt 1.5 tesla (per site reporter).======================field representative on site on three separate days within a week time frame. Service repair with gradient coil replaced and MRI pm completed.what was the original intended procedure?MRI of c-spine with and without contrast.device #1is this a laboratory device or laboratory test?no.